Event description:
In 2002 around 4 pm pt conducted a blood test using their one touch profile and obtained a result of 27.0mmol. Pt was not exhibiting any symptoms of hyperglycemia. Based upon the meter's reading pt took the initiative to double their insulin dosage in an attempt to lower their blood glucose level. Instead of injecting 5 units of t and 10 of n, pt injected 10 units of t and 20 of n. (Novolin toronto short acting). Pt had taken 5 units t and 10 units n in the morning. Last meal was 11:30am. Pt was concerned because the pt never obtained such a high reading in the past and did not know what they were supposed to do. Pt lives close to a hospital and less than 15 mins after their insulin injection pt was admitted. They conducted a test using another blood glucose meter and decided to put pt on IV fluids (glucagons). Pt is not sure how long after injecting they started feeling hypoglycemia. Looking back pt feels they had to be treated because pt adjusted their insulin based on the reading of 27mmol/l. Aside from the fact the pt was not exhibiting any symptoms of high blood sugar, looking back the pt feels the result of 27mmol/l was inaccurately high because they were physically active that day and their previous meal was at 11:30am. Pt does not know what the official diagnosis was and the glucose test results were not communicated to the pt (they tested the pt right away when they arrived at the hospital using another blood glucose meter). Pt was kept overnight for observations, released the following day. Even though initially pt mentioned the code numbers did match, during the course of the conversation pt mentioned they might have been different. Pt said that in the box they had 3 vials left and the code numbers on these bottles were all different. Pt does not recall what strips pt was using the day the incident happened. Pt was surprised to find out that the code numbers of vials from the same box could differ. No further info has been reported. Lfs contacted the ER and was informed by the ER nurse that the pt's result on the ER meter had been 1.2mmol/l. Official diagnosis severe hypoglycemia. Pt was close to losing consciousness. Treatment was glucagon and dextrose. The date and time in the memory reportedly were incorrect; e.g., results with 2002 date was actually the previous day. Read from the memory (medication and food status unk for most of the results). 2 days ago, 1:42am, 13.7; 3 days ago, 9:00pm 6.3; 7:31am 27.0; one week ago 1:00am 10.4; and one day ago, 2.8.